Manufacturer narrative:
The samples are lithium heparin plasma with a gel barrier. A system check was performed on (B)(6) 2010 and met specifications. A field service engineer (fse) was dispatched: the fse performed a system check and a precision run and results met specifications. The fse conducted a diagnostic test which failed some parameters. The fse replaced several hardware components. The diagnostic test was repeated and was within specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding elevated troponin (accutni) results above the ami cutoff generated by the access 2 immunoassay system for two patients. The results were not reported out of the lab. Upon repeat testing the results were within the risk stratification range and the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.